Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose ranged from 17 mmol/l at the time of the incident. During troubleshooting, the customer indicated that there were large air bubbles in the tubing. The customer mentioned that they had changed the set twice but started to experience low blood glucose levels for 16 hours and was battling hypoglycemia. The customer treated their blood glucose levels with fast acting insulin and a sandwich. The customer felt better by supper but started feeling their blood glucose levels rising again at night. Their insulin pump then alarmed, indicating to trigger a bolus correction for the high blood glucose value. The customer did not seek medical attention for symptoms such as thirst. The customer stated that their insulin pump was working correctly but was unsure if they were sensitive to the insulin they were using or was taking too much insulin causing the unexplained low blood glucose levels. The customer was assisted with troubleshooting and was informed that the reservoirs will be replaced.